Event description:
An elderly female was admitted to rule-out epilepsy pseudodementia. She was prescribed for aeds; taking keppra and dilantin. She had experienced a two year degenerative decline including confusion, memory decline, and staring spells. Admitted for long-term eeg brain wave monitoring. Foreman ovale depth electrodes were surgically placed in the in the operating room under fluoroscopy. When the right lead was removed a few days later, the patient had left sided changes immediately and the CT scan showed an enlarging hemorrhage. The patient was transferred to the intensive care unit and did not improve neurologically. She subsequently died one week later.